Event description:
In late 2008, baxter became aware of a user complaint of overinfusion on a colleague volumetric infusion pump during patient use. The patient was on IV ketamine infusing at 3ml/hour. At 1220 the month prior, 49ml of solution remained. However at 1245, the nurse discovered that the solution had been used up. There was no report of patient injury or medical intervention provided. No additional information was provided.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested, but has not been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.